Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The package returned to stryker instruments, (B)(4), will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported by a company representative that a hair was found in the package of the device. There was no associated procedure with this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a hair was found in the package of the device. There was no associated procedure with this event.